Event description:
It was reported the patient was unable to get comfortable stimulation with the right lead. It was noted that impedance testing and reprogramming was done. It was further noted that high impedances were measured on electrodes one and four. The reporter stated they were able to program around the electrodes to recapturing the patient¿s left back coverage. The reporter further stated they were able to reprogram around electrodes on the left channel electrodes 0-7. It was noted the manufacturing representative was unable to get good stimulation coverage on the patient¿s right channel electrodes 8-15 as it produced muscle tightening. It was further noted that there was lead migration. The reporter stated the patient was going to try stimulation on the left side and determine if the pain relief was acceptable. The reporter further stated the patient did not want to revise the lead at this time. It was noted the patient was to contact their healthcare professional if they changed their mind after using the new settings. It was noted the patient had a loss of good stimulation on their right back. It was further noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37092, lot# 273040001, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).